Event description:
It was reported that during the surgical procedure of an expansive intracanal extradural dorsol d2-d6 lesion the tool broken and the ball which blew off the stem remained in the patient's body. On (B)(6) 2024 the fragment of broken tool was intercepted by MRI control during the post-op. It was necessary to proceed with a re-intervention of the patient to remove the fragments from patient body on (B)(6) 2024. The procedure was completed with the reported product, broken pieces retrieved from patient's body and the tool was discarded. It was also reported that the patient was alive with no injury.

Manufacturer narrative:
H3: product analysis: no conclusion can be drawn as the device was discarded by customer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.